Event description:
Additional information was received that tachycardia therapy was intentionally programmed off per a physician's orders. The patient was noted to be hospitalized and tachycardia therapy will remain programmed off.

Event description:
Additional information was received that a remote interrogation was successfully completed and a red alert uploaded into the system indicating that tachycardia therapy was programmed off in this crt-d for an unknown reason.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the remote home monitoring communicator displayed a red blinking light indicating a potential product performance anomaly with this cardiac resynchronization therapy defibrillator (crt-d). A boston scientific company representative offered assistance with troubleshooting, however, the patient refused assistance and was in contact with their clinic. No adverse patient effects were reported. This product remains implanted and in service.